Manufacturer narrative:
The device was receiving by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received form (B)(6) stating that the device had damaged to the hose. It is known that the device was not used in surgery. It is unk if injuries or medical intervention were reported. There was no additional information provided.